Event description:
Report from the (B)(6), stating that the color band came off the nose cone of the device. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention occurred. No additional information was reported.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.